Event description:
It was reported the device delivered an inappropriate shock due to an incorrect interpretation of signal. No malfunction was alleged against the device, and the cause of the inappropriate shock was believed to have been due to the programmed settings on the device. The device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was in stable condition.